Manufacturer narrative:
The device was returned to animas. During evaluation, "up" arrow button presses were intermittently activating pump functions. It took excessive force on the "up" arrow button to activate. The "down" and "ok" buttons correctly activated pump functions. The "up" arrow key contact was found misaligned causing the difficulty with "up" arrow button presses.

Event description:
It was reported that button presses did not activate desired pump functions.